Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 3/12/2025, it was reported by a sales representative via email that the sutures from an ar-8988-cp fiberlock suspension system would not slide upon inserting the anchor. The surgeon had to pull the anchor out and a new implant was used. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 3/27/2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Complaint allegation is confirmed per the picture attached to the investigation, which shows the broken suture. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning.

Event description:
Additional information: this was discovered during a cmc suspensionplasty procedure. The case was completed using another ar-8988-cp fiberlock suspension system. The case was only delayed for one minute without additional anesthesia.